Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken case and missing knob. It was also indicated that both battery wires were pinched, and that both output connectors were broken. It was also indicated that the encoder shafts were rusted and one was loose in the case. It was also indicated that three knobs were rusted. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a broken lower right knob and a cracked case. The case damage was beneath the knob, so the epg was not turned on to test the knob's function because it seemed apparent that the unit would not function. The epg was returned for service. There was no patient involvement.